Manufacturer narrative:
The hillrom technician found the CPR switch needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the pedals, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Examine the condition of the two CPR release pedals, CPR cable, and CPR mechanism on the head motor. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hrc service technician replaced service kit CPR switch to resolve the alleged issue. The hrc service technician performed functional, visual and audible tests per the service manual to verify the unit functioned as designed. Based on this information, no further action is required.

Event description:
Upon inspection, the hrc service technician found that the service light turns on due to CPR switch failure. This incident was captured under hillrom complaint ref #: (B)(4).